Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient, with a history of atrial fibrillation presented in the emergency department experiencing weakness, dizziness and shortness of breath. There was an unspecified suspected pacemaker failure. On (B)(6) 2018, the patient had a successful cardioversion. During the procedure, the device failed the defibrillation test. An external defibrillator was used to convert the rhythm to sinus. Patient was stable and discharged.

Event description:
Correction: the device did not correctly detect vt/vf.